Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was successfully loaded with the reload. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Engineering evaluation found that the green firing button functioned properly during testing. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, the surgeon was unable to fire the device because the green button could not be pressed. Another handle was used to complete the case. There was no patient injury.